Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of use error, where the patient connected to the patient line before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a customer failed to follow therapy steps during set-up for peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered the patient had connected before the set-up process was complete. The technical service representative advised the home patient to start over with new supplies and contact the peritoneal dialysis nurse. It is unknown how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.